Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not available.

Event description:
Customer opened a package of a plug and it was missing. No item inside.

Event description:
Customer opened a package of a plug and it was missing. No item inside.

Manufacturer narrative:
An event regarding a missing component involving a hip plug was reported. The event was not confirmed. Method & results: device evaluation and results: a visual inspection was performed. The box of the device was returned without the plastic wrapping. Only the implant labels were inside the box. Review of packaging by a supplier quality engineer indicated the product was likely in the packaging. DHR and calibration reports were provided and supplier quality engineer noted: "DHR has the shipper box weights for the 7 boxes. They all weighed 13.30 lbs. Each. Additionally page 2 of the calibration of the scale states that the tolerance of the scale at +/-.03 lbs. The inner packaging and product was weighed at .13 lbs. Since this weight is above the tolerance and each shipper weighs the same, the product was likely to have been in the packaging and thus it is unlikely that this issue was caused during the manufacturing of the product." Medical records received and evaluation: not performed as no medical records received. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the reported event could not be confirmed nor the root cause determined. Evaluation of the returned box was performed by a supplier quality engineer who indicated the product was likely to have been in the packaging and thus it is unlikely that this issue was caused during the manufacturing of the product. No further investigation is required at this time. If additional relevant information becomes available, this investigation will be reopened.